Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 at 00:30, the patient went to the toilet 6 hours after normal delivery, vaginal bleeding more than about 500 ml, actively organise post-partum hemorrhage rescue, in accordance with the medical advice given to the indwelling urinary catheter, urinary foley catheter was inserted into the urethra but did not see the urine outflow, several times to check the urine was still not seen, re-replacing the urinary catheter after the urine was diverted out of the urine of about 400 ml. Due to the blockage of the urethra caused by the patient's urine cannot be normal outflow, if not detected in time may cause urinary tract infection, resulting in damage to the mucosa of the urethra was judged to be a serious report.

Event description:
It was reported that on (B)(6) 2025 at 00:30, the patient went to the toilet 6 hours after normal delivery, vaginal bleeding more than about 500 ml, actively organise post-partum hemorrhage rescue, in accordance with the medical advice given to the indwelling urinary catheter, urinary foley catheter was inserted into the urethra but did not see the urine outflow, several times to check the urine was still not seen, re-replacing the urinary catheter after the urine was diverted out of the urine of about 400 ml. Due to the blockage of the urethra caused by the patient's urine cannot be normal outflow, if not detected in time may cause urinary tract infection, resulting in damage to the mucosa of the urethra was judged to be a serious report.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause could be due to undersize eye caused by wrong die used. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. The labeling and instructions for use were found to be adequate. Structure and composition: the product include three series: bardex, bardic and bardia. The composi-tion of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, infla-tion cone interface, deflation cone interface, flush cone interface, balloon and valve. "The product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical inter-face, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Steri-lized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile un-less package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy. Corrections: d, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.